Event description:
It was reported that faradrive steerable sheath clear was selected for pulsed ablation of atrial fibrillation, it was mentioned that the sealing valve become loose as the catheter was repeatedly inserted and withdrawn, which also resulted in blood leak and air in the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as infected. It was further confirmed that the no damage was noted on the catheter or the sheath. Pressure bag irrigation method was used with an unknown flow rate. No air was seen in the patient, the air was noted on the flush line and aspiration syringe. Additionally, a constant saline fluid leak was noted during aspiration.

Manufacturer narrative:
Upon media inspection of the attached image, the reported allegation is confirmed. However, as the device has not been returned to bsc for analysis at this time, the cause of the allegations has not been established.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulsed ablation of atrial fibrillation, it was mentioned that the sealing valve become loose as the catheter was repeatedly inserted and withdrawn, which also resulted in blood leak and air in the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as infected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.